Event description:
Caller states the compact plus device produced results of 21 mg/dl and 41 mg/dl with no blood applied to the test strip. No adverse event reported. Requested return of suspect device and replacement was sent.